Manufacturer narrative:
(B)(4). Module rec'd inoperable due to a "will not connect" condition. The module failed due to a failure on the radio pcb (specific component not identified) rendering the unit un-repairable. The "will not connect" condition prevents the modules capability to perform as expected and could cause the pump to be unable to download an mdl. The device was removed from svc.

Event description:
It was reported that a device could not connect to the network and did not receive the (B)(4) update. It was also reported that there was no pt injury.